Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients device was not holding a charge, and patient underwent an explant procedure. The explanted ipg was kept by medical facility.